Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and attributed to faulty solder on a connector on the pace/defib engine. The pace/defib engine was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.